Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for low flow alarms. Imaging showed a positional cannula as well as an eccentric thrombus on the outflow graft. The low flow alarms did not resolve, though the patient was reported to be asymptomatic. A review of the log files confirmed the periodic low flow events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of eccentric thrombus on the outflow graft could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. Additionally, review of the submitted log file confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted log file contained events from 15may2023 through 23may2023. Intermittent low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low-speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, "introduction", lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1. The IFU notes that the low flow alarm is triggered when the flow is less than 2.5 lpm. Section 7, "alarms and troubleshooting", outlines all system controller alarms, as well as how to respond to each alarm condition. Section 6, "patient care and management", outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the site had no recollection of the cannula malposition.